Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity related to cerebral palsy. The hcp reported the pt died on the annual device tracking report. No further info has been received. A follow-up report will be sent when further info is received.